Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode was not observed as all samples met specifications.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes underfilling. No report of medical intervention or serious injury.